Manufacturer narrative:
Waiting for return of device so it can be analyzed.

Event description:
(B)(6) 2026 at (B)(6), we encountered an issue with a new battery placement, s/n (B)(6). When testing the battery with the leads an alert was given that the ohms exceeded 20,000. We confirmed that the lead pins were completed seeded in the block and screws were all tighten with a minimum of 2 clicks each. We then loosened the set screws pulled the lead pins back out and re-inserted, confirming that both lead pins were completed seeded again in the block. We ran impedance again, and for a second time it exceeded 20,000 ohms. We then took the lead pins out and reversed them into opposite block holes, the same thing happened again. Over 20,000 ohms. We then proceeded to open a new battery, and this time we had no issues with the procedure. Customer is requesting an exchange; a new battery for the one that didn't work.